Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement and occlusion tests due to the missing retainer. The device was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
It was reported that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.